Manufacturer narrative:
Investigation results one flexiva 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. The fiber was returned broken into two pieces. The first piece measured approximately 146 cm from the top of the connector to the break. The second piece measured approximately 169.5 cm from the break which includes the entire distal tip. The condition of the returned device confirms the event. Therefore, a review and analysis of all available information indicated that the root cause is supplier manufacture. The product likely failed to meet the specifications due to the manufacturing process at the supplier site. There is an investigation to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on september 28, 2017 that a flexiva 200 laser fiber was opened for use in a ureteroscopy procedure in the ureter performed on (B)(6) 2017. According to the complainant, during preparation and outside the patient, the laser fiber was found broken when it opened from the package. Reportedly, there was no visible damage on the box. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 laser fiber was opened for use in a ureteroscopy procedure in the ureter performed on (B)(6) 2017. According to the complainant, during preparation and outside the patient, the laser fiber was found broken when it opened from the package. Reportedly, there was no visible damage on the box. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.